Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent surgical procedure on (B)(6) 2009 and an unknown device was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and neuromuscular problems. It was reported that patient underwent incision and removal of exposed mesh with sling revision urethrolysis as well as cystoscopy and vulvar biopsy on (B)(6) 2009. It was reported that patient underwent removal of previous mesh and minitape urethral sling was implanted on (B)(6) 2009. It was reported that patient underwent extensive removal of pinnacle vaginal mesh, right sacrospinous ligament fixation, anterior colporrhaphy, posterior colporrhaphy, bilateral iliococcygeus fascia suspension, and cystoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic urinary tract infections, leakage, abnormal vaginal discharge, vaginal odor, nocturia, and urinary frequency.